Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with intermittent loss of left ventricular capture due to micro variation in threshold on the implantable cardioverter defibrillator. The clinic elected to monitor the patient. The patient did not experience any adverse consequences.